Event description:
Preoperative diagnosis: status post lumbar fusion, l4, l6, s1; status post pedicle instrumentation, l4, l5, s1 bilateral; status post scoliosis. Gait disturbance. Scoliosis. Osteoporosis. Lumbar radiculopathy. Lumbar myelopathy. Spinal stenosis, lumbar spine. Foraminal stenosis bilaterally, lumbar spine degenerative disc and joint disease, l2-l3, l3-l4 it was reported that on (B)(6) 2011, the patient underwent a transforaminal posterior interbody fusion, left l2-l3, left l3-l4; transpedicular neural decompression, l3, l4 right; intertransverse process posterior lateral fusion, l2, l3, l4, l6 bilateral. Cage instrumentation was used, local cancellous autologous bone was harvested, and rhbmp-2/acs was used. Pedicle segmental instrumentation, l 4, l6, s1 bilateral was removed. During the surgery, the disc space was filled with locally harvested cancellous bone and bone morphogenic protein, followed by a capstone implant from a left-sided approach filled with locally harvested cancellous bone only. Once this was accomplished, then the pedicle screws were locked securely in place to longitudinal rods bilaterally and crosslinks were affixed where appropriate. Onlay of bone graft bone morphogenic protein for an intertransverse process posterior lateral fusion was accomplished. Sometime postop, the patient reportedly experienced the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and ectopic bone formation. The patient also reportedly suffers from physical and mental pain and emotional/mental damage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2011 patient presented with following pre-op diagnosis: status post lumbar fusion, l4, l5, s1; status post pedicle instrumentation. Spinal curve. Gait disturbance. Scoliosis. Osteoporosis. Lumbar radiculopathy. Lumbar myelopathy. Spinal stenosis, lumbar spine. Foraminal stenosis bilaterally, lumbar spine. Degenerative disk and joint disease, l2-l3, l3-l4. Procedures performed: intraoperative biplane fluoroscopy. Local harvesting cancellous autologous bone. Transpedicular neural decompression, l3, l4 right. Transforaminal posterior inter body fusion, left l2-l3, left l3-l4. Removal of pedicle segmental instrumentation, l4, l5,-s1 bilateral. Cage instrumentation, l2-l3, l3-l4. Intertransverse process posterior lateral fusion l2, l3, l4, l5 bilateral. Per-op notes: "..the disc space is filled with locally harvested cancellous bone and bone morphogenic protein, followed by a cage implant from a left sided approach filled with locally harvested cancellous bone only. Only bone graft bone morphogenic protein for an intertransverse process posterior lateral fusion was accomplished as well.."